Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during patient intubation, the device was found to have a broken cuff. There was no patient harm.